Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient experienced a loss or change in therapy. The patient reported that it recently seemed like it was not working properly. The patient noted that she was having a return of some baseline symptoms and was wondering if the internal components could somehow move. The patient reported that she felt stimulation. The patient stated that right from the start she had to change the programs but it worked fine doing that. The patient noted that it got to a point where she would change the program while sitting down and wouldn¿t feel it unless she increased higher than where it previously was. Then when she would stand up she could feel it super strong. The patient noted that it seemed like if she stood with her legs shoulder width apart and leaned to one side she couldn't feel it but if she put her weight on the other foot she could feel it so it seemed positional. The patient denied any trauma or falls that may have affected the device but did note she had lost some weight. The patient noted that she had not noticed any changes to the ins site which could have possibly affected the lead. The patient stated that she didn¿t really feel the ins site with her fingers very often. The patient did not have the patient programmer (pp) with her during the call so troubleshooting was not possible.

Manufacturer narrative:
Review of this MDR showed that the following information previously submitted in MFR # 3004209178-2017-00098 no longer applies to this event: ¿information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient experienced a loss or change in therapy. The patient reported that it recently seemed like it was not working properly. The patient noted that she was having a return of some baseline symptoms and was wondering if the internal components could somehow move. The patient reported that she felt stimulation. The patient stated that right from the start she had to change the programs but it worked fine doing that. The patient noted that it got to a point where she would change the program while sitting down and wouldn¿t feel it unless she increased higher than where it previously was. Then when she would stand up she could feel it super strong. The patient noted that it seemed like if she stood with her legs shoulder width apart and leaned to one side she couldn't feel it but if she put her weight on the other foot she could feel it so it seemed positional. The patient denied any trauma or falls that may have affected the device but did note she had lost some weight. The patient noted that she had not noticed any changes to the ins site which could have possibly affected the lead. The patient stated that she didn¿t really feel the ins site with her fingers very often. The patient did not have the patient programmer (pp) with her during the call so troubleshooting was not possible.¿ the patient codes (B)(4) no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that she believed the implantable neurostimulator (ins) was shutting itself off. The patient stated that the couple times she had felt that ins had shut itself off were when she had urgency and some leakage. The patient stated that when she had felt these issues the patient programmer (pp) screen was off. Then when the patient went to use the pp the screen indicated that the patient needed to locate ins again. The patient stated that when she used the pp to verify the ins status it would show that the ins was indeed shut off. It was reviewed with the patient that the pp does not need to be on in order for therapy to function. It was reviewed that the ins can only be turned on/off with the ins on/off buttons on side of the side of the pp. The patient also stated that she saw a poor communication screen. It was reviewed with the patient that they will see that if the pp antenna or the pp was not placed directly over the ins site when attempting to communicate with the ins. It was reviewed with the patient that the poor communication screen did not indicate that ins was shut off. The patient stated that she still believed that the ins was shutting itself off. The patient also stated that she had been trying to read instructions on how to use the patient programmer but it was all cryptic to her. The patient was to follow up with a healthcare professional if she wanted an in person tutorial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.